Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin coming out of the infusion set tubing when attempting to fill the tubing with 30 units. Then. A minimum fill notification occurred. Reportedly, the cartridge had been filled with 250 units of insulin. The customer's blood glucose level was 145 mg/dl. A new cartridge was successfully loaded and the customer observed drops of insulin coming out of the end of the tubing. Insulin delivery was resumed.